Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 0-degree plus endoscope to perform failure analysis. The endoscope was found to have rotation issues. The endoscope was placed through the friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding.

Event description:
It was reported that the 0-degree plus endoscope did not rotate up. No known impact or patient consequence was reported.